Event description:
A customer observed multiple positively biased troponin I results on pt samples. No biased results were reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event revealed that the customer performs the required daily maintenance, and follows testing algorithm as a specified in the instructions for use. A field engineer performed maintenance on the analyzer, and performed a precision test with acceptable results. However, the imprecise results continued. Further investigation revealed that the biased results occur on two different analyzers, and occur only on the second and third shifts. Although the results observed are consistent with a sample processing protocol issue, this could not be verified therefore, the root cause of the biased results is unknown.